Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during routine patient's lvas inspection, back-up system controller (B)(6) did not communicate with system monitor and heartmate touch. Also, there was no power conduction through both white and black connector. Power module, patient cable, system monitor, and heartmate touch communication system used during the event were checked and worked properly. The controller was withdrawn from use and replaced. Log files were not retrieved due to lack of communication between system controller and power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white power lead showing it was not connected to power and would not communicate with the system monitor was confirmed via evaluation. The reported event of no power conduction through the black power lead could not be confirmed. The event log file, extracted from (B)(6), was reviewed, and timestamps spanned approximately 588 days (11:24:38 on 16jan2024 to 11:40:45 on 26aug2025). The system controller was not connected to a pump within the captured data. Throughout the log file, the system controller was briefly powered and shut down, consistent with the patient charging their backup controller¿s backup battery, per the instructions for use (IFU). Beginning on 17jan2025, the white power cable no longer received power to the system controller; however, no alarms were active as the system controller was not connected to a pump. There were no other remarkable events found within this log file. The returned heartmate 3 system controller was connected to a mock circulatory loop, and upon connection of the driveline, power cable disconnect alarms activated on the white power cable. Additionally, reconnection of the system controller to a system monitor revealed no communication between devices. This had not occurred in earlier testing. The system controller was disassembled, and visual inspection revealed that the white power cable was not properly connected to the printed circuit board. The power cable connector was reseated with the inlet, the controller was reconnected to a mock loop, and no alarms were activated. The system controller underwent functional testing and passed without issue. The system controller was able to successfully communicate with a system monitor, and there were no further power cable disconnect alarms reproduced. The root cause of no power conduction through the black power cable could not be conclusively determined during this investigation. The root cause of the reported white power cable issues was determined to be due to the white power cable not being fully seated in its connector. A manufacturing analysis task was completed to further investigate this issue. The system controller manufacturing procedure was updated to include instructions and visual aids to ensure that the black and white battery cable connectors were properly seated, and an awareness training was performed for operators. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook b are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.